Event description:
I purchased a 2-pack of sonicare toothbrush heads and within the first couple weeks, the first brush I used, the tufts of bristles began to fall out while I was brushing my teeth. I ended up swallowing a tuft of bristles and had to carefully pick them out of my mouth to keep from swallowing more. The 2nd brush I used from the pack, the same thing happened within 1 week. Incident location: home/apartment/condominium - (B)(6), united states. This is my home address. Retailer: (B)(4). Retailer state: (B)(4). Purchase date: (B)(6) 2018. This date is an estimate. Explanation: I told sonicare about my experience, and they haven't been very responsive, despite me telling them that I swallowed the tufts of bristles.